Event description:
The pt had two leads implanted with the same lot number. It was reported, the pt contacted an sjm rep two days after his trial procedure. The pt reported, he was experiencing a spinal headache. The pt was instructed to leave the scs sys off and his physician was informed of the issue. On (B)(6) 2013, the pt was treated with a blood patch. Follow up on (B)(6) 2013 identified the issue has been resolved, and the pt is receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.